Manufacturer narrative:
Device not returned to manufacturer for investigation.

Event description:
It was reported that during a product demonstration event conducted by a manufacturer field service technician at the user facility, the micro oscillating saw was able to run intermittently in safe mode and without user activation. No medical intervention and no adverse consequences were reported with this event. There was no patient involvement and no delay to a surgical procedure.